Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced because the device would not inflate. Upon explant, a leak in the tubing was found. A new device was successfully implanted.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and detached inlet tube with connector were received for evaluation. Partial separations within abrasion were noted on the shorter exhaust tube of the pump. This was not a site of leakage. Abrasion was noted on all tubes. No functional abnormalities were noted with the pump. A separation was noted in the exhaust tube of cylinder 2. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 2. This was a site of leakage. A separation was noted in the bladder of cylinder 1. This was a site of leakage. The separation appeared to have a central groove, indicating contact with sharp instrumentation (note 4). Partial separations within abrasion were noted on the exhaust tube of cylinder 1. This was not a site of leakage. Two groups of striations, indicating contact with unshod instrumentation, were noted on the inlet tube. These were both sites of leakage. Abrasion was also noted on the inlet tube. Based on examination of the returned product, it was concluded that while in-vivo all tubing of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tube of cylinder 2. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tube, exhaust tube of cylinder 2 and bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation was not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised on (B)(6) 2021 due to the device wouldn't inflate. A leak in the tubing was found.